Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted. It was reported that the lead was able to reach the interior vena cava but a stylet could not be fully advanced into the lead. The physician suspected a problem. An x-ray was ordered but there was no evidence of a tamponade and the patient' blood pressure was stable. A computerized tomography (CT) scan was performed and noted that the ra and right ventricular (rv) leads were not in the superior vena cava (svc) and a perforation was confirmed. Both leads remain implanted in patient but not in service. No additional adverse patient effects were reported.